Event description:
It was reported that during a coronary stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was a 90% stenosed, non calcified, non tortuous posterior descending right coronary artery. The lesion was predilated with a maverick 1.5 x 15 mm and an express balloon 2.5 x 12 mm. The physician then placed the express2 mr 3.0 x 16 mm stent at the lesion and attempted to deploy the stent. The balloon would not inflate on the first attempt. The physician saw partial inflation at 10-12 atms, then the balloon suddenly expanded fully at 16 atms. The stent was deployed, however the physician could deflate the balloon. The physician placed another balloon parallel to the express2 balloon and withdrew the balloons to the ascending aorta. The balloon was able to be deflated with pulling back and going negative. The balloon was inflated a total of 10 minutes. The pt did have some cardiac symptoms during this time. The device was removed form the pt intact and deflated. The physician deployed another stent at the same location to successfully complete the procedure. The status of the pt is reported to be very good.